Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a recurring obstruction error 601 with a message to move the catheter away from the smart touch catheter displayed on the carto 3 system with this catheter. The returned device was visually inspected upon receipt and reddish residues were found inside the pebax. Further examination revealed that the pebax had a small hole. It remains unknown how the pebax was damaged. However, an internal corrective action is further investigating this issue. Then per the reported event, the catheter was evaluated for carto 3, and coil disconnection tester and catheter failed. Error 105 was displayed. The catheter was then dissected and it was determined that the root cause of the failure is related to the reddish material found on the pebax section. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint regarding a carto error was confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. It was originally reported that there was a recurring error 601 with a message to move the catheter away from the smart touch catheter displayed on the carto 3 system when there was no other smart touch catheter near this inserted catheter. The cable was exchanged with no resolution. The issue was resolved by exchanging the catheter and the case was completed with no patient consequence. This event was originally assessed as not reportable as this is highly detectable and posed low risk to the patient. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted reddish material found underneath the pebax, in the helix of the catheter. After an additional inspection on (B)(6) 2014, the bwi failure analysis lab also noticed a hole was also found on the pebax. Upon request, additional information was provided on the returned catheter condition. There was no difficulty removing the catheter. The returned catheter condition was not seen prior to use or after being removed from the body. However, the bwi representative noticed a stain on the catheter tip when packaging the catheter for return. They thought it was dried blood and did not investigate under magnification. The catheter was wiped down gently with a disinfecting wipe but the stain did not come off. It was confirmed there was no harm to the patient. The hole found on the pebax is indicative of a reportable event. Therefore, the awareness date is reset to (B)(6) 2014.